Event description:
The customer reported that a higher than expected free prostate specific antigen (free psa) result, which did not correlate to the same-sample hybritech prostate specific antigen (hyb-psa) result, was generated on an access 2 immunoassay system for one patient over two days. This report is one of two and represents the initial, higher than expected free prostate specific antigen (free psa) result, which was generated on (B)(6) 2011. The patient hyb-psa result was not questioned by the customer. The initial, elevated free psa result was reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument assay quality control results during the timeframe of the event were within customer established specifications. No patient specific information or additional system information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was thought to be patient sample related. The patient sample was returned to beckman coulter inc. Customer product line support for interference testing. Test results replicated the customer's results, and interference could not be confirmed. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04130, 2122870-2011-04131.